Manufacturer narrative:
The following fields were updated with the additional information provided. B.5. Event description: it was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting and discolored / abnormal additive form clotting. The following information was provided by the initial reporter. The customer stated: we have run into a situation where some green tops are clotting. However, with closer inspection, some tubes in this lot have anticoagulant and some do not. Imdrf annex a: a0302.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting and discolored / abnormal additive form clotting. The following information was provided by the initial reporter. The customer stated: we have run into a situation where some green tops are clotting. However, with closer inspection, some tubes in this lot have anticoagulant and some do not.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: we have run into a situation where some green tops are clotting. However, with closer inspection, some tubes in this lot have anticoagulant and some do not.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was observed, however additive abnormality was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting and additive abnormality was not observed. The 65 retentions were inspected with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (fibrin strand(s)/fibrin mass/clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on photos only. This complaint has not been confirmed for additive abnormality. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting and discolored / abnormal additive form clotting. The following information was provided by the initial reporter. The customer stated: we have run into a situation where some green tops are clotting. However, with closer inspection, some tubes in this lot have anticoagulant and some do not.